Event description:
The hosp biomedical engineer called the solutions ctr (sc) and reported that while a doctor was in the pt's room, he noticed an arrythmia (v-tach) for which no alarms were provided.

Manufacturer narrative:
There was no delay in pt treatment, and there was no injury to the pt. The sc clinical support engineer (cse) reviewed the issue with biomedical engineer and it was determined that pulse had been selected as the alarm source. When pulse is selected as the alarm source, all heart rate alarms are disabled. The sc cse provided assistance via telephone and the biomedical engineer changed the alarm source from pulse to heart rate. The biomedical engineer also acknowledged that the "all arrhythmia alarms off" inop was displayed on the monitor screen when pulse is selected. The effect of the choice of settings is obvious to users. This is not being considered a device malfunction. Users selected pulse as the alarm source, thereby disabling heart rate (arrhythmia) alarms. Philips labeling (instructions for use) adequately describes the alarming functions with pulse vs heart rate as the source. No further investigation or action is warranted. (B)(4).